Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the extension tubing/luer adapter joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed. Material buckling/compression was observed in the vicinity of the split. The fracture characteristics were consistent with damage accumulated through material fatigue. The beach marks and material compression indicated that repetitive torsional (twisting) stress contributed to the failure, suggesting that device access and maintenance technique may have contributed.

Event description:
It was reported that the patient's port was accessed on (B)(6)2019. On (B)(6)2019 the rn noted that the tubing connected to the access needle was leaking/spraying following a saline flush. It was stated that upon inspection, the rn found tat there was a hole at the tubing connection site closest to the needless connector cap. There was no harm to the patient or rn due to this instance.

Event description:
It was reported that the patient's port was accessed on (B)(6)2019 . On (B)(6)2019 the rn noted that the tubing connected to the access needle was leaking/spraying following a saline flush. It was stated that upon inspection, the rn found tat there was a hole at the tubing connection site closest to the needless connector cap. There was no harm to the patient or rn due to this instance.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A partially circumferential split was observed at the extension tubing/luer adapter joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed. Material buckling/compression was observed in the vicinity of the split. The fracture characteristics were consistent with damage accumulated through material fatigue. The beach marks and material compression indicated that repetitive torsional (twisting) stress contributed to the failure, suggesting that device access and maintenance technique may have contributed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's port was accessed on (B)(6) 2019. On (B)(6) 2019 the rn noted that the tubing connected to the access needle was leaking/spraying following a saline flush. It was stated that upon inspection, the rn found tat there was a hole at the tubing connection site closest to the needless connector cap. There was no harm to the patient or rn due to this instance.